Event description:
A valiant captivia stent graft system was used during a thoracic endovascular procedure for the treatment of an endoleak which was noted on a previously implanted valiant captivia stent graft .. It was reported during the index procedure the hypotube of the delivery system kinked when it was attempting to be passed through the access site. Another stent graft was implanted through the opposite access site using a second device.  As per the physician the cause of the device kink was due to patients anatomy as a result of tortuous vessels.  No additional clinical sequelae was provided and the patient was fine.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.